Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Both atrial seal plugs and setscrews were removed and microscopic visual inspection noted no signs of cross threading of the threads or any irregularities of the terminal blocks or threads. Testing confirmed the device was electrically within specification. Therefore, the reported clinical observations of no atrial sensing or capture and impedance measurements greater than 2500 ohms could not be confirmed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient's pacing system consisted of a boston scientific pacemaker and two competitive leads. Following the implant procedure, system evaluation noted an atrial lead impedance greater than 2500 ohms. Additionally, no atrial capture or sensing could be obtained. The patient was brought back into surgery right away for a revision due to a suspected setscrew issue. A malfunction of the atrial port on the device was revealed, as it was not working. Therefore, the device was explanted and replaced without further incident.